Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. The patient began experiencing hives about 2 weeks after the procedure. It is unsure if treatment was given at that time. The patient has been taking antihistamines over the last couple of years. The patient began seeing an allergist in (B)(6) 2013 for complaints of hives. The patient was treated with antihistamines. The allergist plans to perform allergy testing to see if the patient is allergic to the mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.